Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric fingerprint system was not operational. A field service engineer found that the biometric identification was not working, and the station was rebooted and the bio identification universal serial bus cable was reseated. After the application restarted, the customer was able to log in using the bio identification without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric fingerprint system was not operational. Users were unable to log into the device using bioid, and since staff did not recall their passwords, reliance on manual access methods resulted in delays. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.